Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system got shutdown automatically. Upon functional testing fse found that the system shutdown due to ups not given the backup and found that ups is having an issue. With the support of ups engineer, ups problem corrected and then switched on the system. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system got shutdown automatically . No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. The system was in clinical use at the time of the event.